Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted multiple call service alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/22/2014 with the following findings:a review of the pump¿s history showed multiple call service alarms. Each time the user programmed a bolus prior the alarms, the call service alarms were emitted after delivery of less than 0.5 units. The history did not show a partial delivery record for these boluses. During testing, the pump powered on normally. During investigation, pump was exercised for 24 hours; multiple boluses were performed during the course of the duration test including ez-bg, ez-carb, normal, and audio boluses. The pump did not reproduce alarm during testing. The pump was opened and no internal defect was found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.